Event description:
It was reported that patient was experiencing an increase in seizures 2 days after implant surgery. The patient has had 6 seizures immediately after leaving the hospital. The patient was reported to be on low settings post-operatively. Diagnostics are assumed to be okay as the patient reported this increase shortly after their initial implant, which diagnostics would be performed post-operatively. No other relevant information has been received to date. Product return is not necessary at this point in time as the patient was recently implanted, and there is no suspicion of a device failure at this point in time.

Manufacturer narrative:
Device evaluated by MFR? Code 81 - device evaluation is not necessary because the patient was recently implanted, and there is no suspicion of a device failure at this point in time. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the increase in seizures is noted to be at their pre-vns baseline levels. Per the physician, the increase in seizures were noted to be due to low settings. The settings were increased as a result. No other relevant information has been received to date.